Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of more than 500mg/dl. It was stated that the infusion set tubing came out when tubing was snagged while playing, and the customer's blood glucose has been high since then. It was also stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the customer's most recent glucose reading was 385mg/dl, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer notices bent cannulas. No further info was provided.